Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted,

Event description:
It was reported that the device had damaged comb. The event occurred during surgery and there was no harm or delay reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On august 14, 2018, it was reported that the device had a damaged comb. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was april 27, 2018 where it was reported that the device had a damaged comb and the roller, worn bushings, worn side plates, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on august 20, 2018 revealed that the pretests could not be taken due to the bent comb. The roller and roller gear were visually damaged. The 1.5:1 ratio cutter, serial number (B)(4), and the 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 20, 2018 which included replacement of the roller, damaged comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the pretests could not be taken due to the bent comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the pretests could not be taken due to the bent comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.